Event description:
Pt reported obtaining a blood glucose result of 248 mg/dl, while using the suspect device. Pt indicated that his blood glucose was immediately retested, on a hospital blood glucose monitor, with a result of 109 mg/dl. No pt injury was reported and no treatment was received. Pt noted that the emergency room visit was not related to diabetes mellitus. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.